Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. A device replacement was recommended. Additionally, the patient with this device reported of hearing beeping tones from the device. Ts then discussed that beeper can be disabled. To date, this device remains in service. No adverse patient effects were reported.